Event description:
On (B)(6) 2022 the customer stated the following: clamp breaks in the patient's mouth under rubber dam so there is no debris in the mouth. It is a fracture at the level of the arch of the clamp. The metal deforms and breaks after one or two uses. These incidents are numerous for b2 a little less b3 almost never b1. The metal does not resist the clamp pliers which open the clamp before positioning on the tooth. And it breaks during the treatment a little after putting it on. At this time, the field also leaves. The session must be stopped. Take another clamp and start over. The additional information provided states that there was no patient or user injury. The dental dam came off the tooth when the clamp broke, and all pieces of the clamp were retrieved.

Manufacturer narrative:
This complaint is for material h01049 b 2 hyg tissue retractor. No batch information was provided so an inventory analysis cannot be performed. The clamp was returned for investigation. This clamp has a date code of pd which means it was manufactured in 2019 july/aug. The clamp was examined under a microscope. The surface of the clamp is pitted and there are a couple of small rust spots. Additionally, the break surface has black discoloration and a couple of small rust spots. The customer's cleaning process including equipment and solutions is unknown. However, the condition of the break surface indicates that the customer likely used a solution in their cleaning process which was able to corrosively penetrate the material. The black coloration indicates that the ph of the cleaning solution was too low (acidic). Use of a corrosive cleaning solution can cause the degradation of the material of the clamp. It is most likely that the degradation of the material of the clamp caused the breakage. Clamps undergo an amount of stress when they are expanded under normal use. Degradation of the material causes them to be weaker and unable to withstand the force of expansion. To prevent degradation of the material, clamps need to be cleaned with a ph neutral solution and to be rinsed properly with water after cleaning. De-ionized is preferable for rinsing as tap water may contain harsh alkaline chemicals (chlorides) added to kill bacteria. Root cause: break caused by material degradation.